Event description:
24 hour chemo (etoposide, doxorubicin, vincristine) running with about 2.5 hours remaining patient called nurse to look at filter on chemo tubing. White part inside the round plastic appeared to be creaking and little particles visible inside round plastic housing. Nurse got a new filter, primed it and replaced the failing one so that the patient could finish her dose. About an hour had passed and the patient called out stating that she was noticing more particles in the filter housing and they were traveling up the line, towards the pump. The infusion was stopped. There was only chemo left in drip chamber and tubing as well as about 5ml left in bag. Dr. (B)(6) was notified of sediment in tubing. Medication stopped. Baxter filter non-dehp extension set (2h5660) 9.5" with 0.2 micron filter. Filter lot #(10)r22c08109 of 2nd filter. First filter lot# unknown. Ref report: mw5172389.